Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also, the insulin pump had moisture damage motor during visual inspection. We were unableto perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No audio/beep anomaly noted. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and crackedreservoir tube lip.

Event description:
It was reported that the insulin pump had moisture damage. The customer stated the pump was put into the washer. The customer stated the pump had a constant tone and blank screen. The customer's blood glucose was 120mg/dl. The customer was advised to discontinue the use of the pump and revert to back up plan.